Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) internal communication error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. Additional information: e1(event site state-zz, event site postal code -(B)(6). It was reported that during a pre use check the cardiosave intra-aortic balloon pump (iabp) had a internal communication error. There was no patient involvement, and no adverse event was reported. A getinge field service evaluated the unit and found instances of 78, 111,112 together in the fault table inside the logs. In order to fix the issue fse replaced the exec proc board. Calibrated and verified that the unit is working. No further instances of 78, 111, 112 were found after the replacement in the fault table. Unit safe for use. Unit passed.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the exec. Processor board with a reported unit failure message of internal communication error and found codes 78, 111 and 112.performed visual inspection of this part received and observed white residue on board. White residue which is consistent with saline. CAPA (B)(4) has been initiated to address this issue. The fat dept. Cannot be investigated further for this complaint with test fixture. Exec. Processor board failed testing. The board will not be going to supplier as the supplier unable to tests it and therefore has rejected it. The final investigation has been completed. Retaining board in the fat dept. As per procedure 0002-07-d008 rev ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.